Event description:
It was reported that the catheter had dislodged and was coiled at the back. Several x-rays, CT and fluoroscopy have been done; and it does not appear the catheter is intrathecal. No patient symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter.